Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump alarmed motor error. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the drive support cap was normal. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, excessive no delivery test, seat and rewind and basic occlusion test. Device was unable to prime during prime test due to faulty force sensor resistor. No motor error noted during testing. Motor tested outside the device and passed.(B)(4).